Event description:
The physician was attempting to implant a 3.0mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a heavily calcified lesion with moderate tortuosity in the lad. It was reported that the stent could not cross the lesion as it became stuck in the calcification. The device was withdrawn. After removal, it was noted that the proximal part of the stent was damaged. On other brand stent (3mm diameter x 25mm length) was then successfully deployed. Device evaluation: the stent was positioned on the balloon as per specifications. The distal tip was slightly damaged. Struts on the 1st three proximal stent segments were damaged, raised and pulled distally. A number of struts on the 8th, 14th, and 15th proximal segments were deformed and slightly raised. A number of struts on the 7th distal segment were deformed. No further damage was noted. Cine image evaluation: the procedural images confirm the tortuous bends and diffuse calcified disease in the vessel. There are no images of the attempted delivery and withdrawal of the endeavor resolute stent. The cd also contains images of further pre-dilation of the vessel prior to the successful delivery and deployment of subsequent stents.

Manufacturer narrative:
(B)(4). Evaluation, results: severe calcification, failure to deliver the stent, stent damage. Conclusions: severe calcification. Method: film.